Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The scavenger valve and chamber were disassembled and cleaned the needle valve and chamber to resolve the issue. Block a: no patient information available after calls to end user 06/30/2025 and 07/08/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged excessive pressure during a case. There was no patient injury.